Event description:
A surgical probe was used during a mitral valve repair and rf ablation procedure. The pt had a high white blood cell count post-operatively and developed dysphagia. An imaging study was obtained, which demonstrated an esophageal leak. The pt underwent esophagectomy. Within 24 hours of surgery, the pt expired.